Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 300 (mg/dl). The customer stated the cause of elevated bg level was unknown. Reportedly, the customer began using new infusion sets recently. A correction bolus was delivered to address bg level. The customer declined troubleshooting with tandem technical support.